Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient presented for device change out procedure. Upon interrogation of the device, underseeing was observed on the right ventricular lead. The lead had displayed a history of low sensing from the time of implant; however the sensing had a dropped significantly in may to (B)(6) 2017. The pace/sense portion of the lead was capped on (B)(6) 2017 and another lead was implanted. The patient was discharged the next day.